Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation was performed for the finished device 7491896 number, and no non-conformance were identified. Manufacturing date: 24/jul/2017, expiration date: 23/jul/2022. A manufacturing record evaluation was performed for the finished device 7631658 number, and no non-conformances were identified. Manufacturing date: 18/sep/2018, expiration date: 16/sep/2023. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female who underwent primary breast reconstruction with a 375cc mentor memorygel breast implant experienced capsular contracture on an unknown side post procedure. The breast had hardened. As a result, bilateral prosthesis replacement with 325cc mentor memorygel breast implants was performed on (B)(6) 2021. Two different lot (7491896/7631658) and serial numbers ((B)(4)) were provided to mentor, however, the reporter could not determine which one belongs to the impacted product. If additional clarification is received in the future, then a supplemental report will be submitted.